Event description:
Ptank pressure over 500 mbar.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. This issue as not a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was checked. The root cause was determined to be a defective tank overpressure relief valve. In consequence (correction) tank overpressure valve with part number 155187 was replaced (rga 81019). There was no patient or user harm.